Manufacturer narrative:
The device was returned for evaluation. Upon visual inspection of the returned pump, a thrombus was confirmed on the impeller. No other abnormalities were observed. Upon conclusion of the investigation, the cause of the thrombus was determined to be related to the patient condition based on the provided clinical information. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During support, the patient developed heparin induced thrombocytopenia (hit). Following diagnosis, heparin was removed from the purge fluid and the patient was switched to argatroban. Although there was no notable malfunction of the pump, blood data suggested that a blood clot had formed at an unknown location. Support continued with the implanted pump despite the condition.